Event description:
It was reported that during coil embolization procedure, an increase in eosinophils and local swelling were detected. An allergic reaction was suspected. No further information available.

Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that an examination after coil embolization showed an increase in eosinophils and local swelling, and a metal allergy was suspected possibly due to the implanted coil mass. Additional information provided by the customer indicated the following: a metal patch test was performed and there was a reaction with nickel. Estimated to have a reaction even with very small amounts and a fairly low threshold. Symptoms were treated with antihistamines for 3 days after coil embolization, and then no further dosing. In addition to metal allergy, eosinophils tended to increase during embolization with nbca (liquid embolization material) rather than coils, suggesting that the patient was prone to allergic reactions in addition to metal allergy. The reported events: 'patient complications' and 'patient allergic reaction' are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication will be assigned to these events.

Event description:
It was reported that during coil embolization procedure, an increase in eosinophils and local swelling were detected. An allergic reaction was suspected. No further information available.